Event description:
Per the clinic, the patient experienced retention issue due to thick skin flap. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.